Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 132 mg/dl. Customer stated that she was in the middle of priming a new set when the no delivery alarm occurred. Customer does not have an extra set because she is at work. Customer was advised to manually push the plunger very slowly and stated that the insulin did not exit. Customer was advised to do a complete set change as soon as possible. Customer was advised to return the infusion set and reservoir. Customer will be sent a replacement.